Event description:
It was reported that the user experienced recurring ¿alert 32 ¿ delivery motor communication¿ on the ilet, which persisted after multiple restarts, and a replacement device was provided; the device serial number was recorded and the user was instructed on return, data sync, shutdown, and re-startup procedures. Symptoms included none. Outcomes included no need for outside assistance and no medical intervention. The highest reported blood glucose during the incident was 232 mg/dl, it was not out of range for more than 90 minutes, and the user managed glucose by switching to backup therapy; the ilet did not issue a high or low glucose alert. Investigation included remote troubleshooting and user education. Investigation of this case revealed a device malfunction consistent with a motor processor communications error affecting the delivery motor subsystem. It was concluded that the cause was a device component failure of the motor communication function.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."